Event description:
During review of the in-house programming history database, it was observed that a faulted system diagnostic test occurred on (B)(6) 2015. A final interrogation was not performed prior to the patient leaving the clinic. On the next recorded office visit, the settings were found to be at unintended parameters . These settings appear to be due to the faulted diagnostic tests on the previous visit. No patient adverse events were reported.